Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The result from a laboratory was 1.1 inr. The laboratory method was not known. The result from the meter was 1.7 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation.without these materials, further investigation was not possible.